Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device. During lens insertion, the haptic was bent. Intervention was performed in order to enlarge the incision and remove the lens. A second intraocular lens was implanted. There was no patient consequence. Additional information has been requested. Reference MDR #1119279-2010-000131.

Manufacturer narrative:
Visual examination of the returned lens found both haptics bent, not meeting current specifications. The delivery device was not returned. Functional testing could not be performed due to the observed damage. The root cause of the damage could not be determined. Additionally, the device history records were reviewed and there were no discrepancies or unusual findings that relate tot he reported issue. (B)(4).